Event description:
Event description guidant received information that this implantable coronary sinus lead had dislodged. When repositioning the lead, the lumen became contaminated with body fluid, making repositioning difficult. The lead was removed and replaced with another guidant product.